Event description:
The customer reported that the family of the patient stated that the achieva ventilator stopped cycling and all led's lit with no audible alarm present. The family began manual ventilation and dialed 911, because they did not have a back-up ventilator. The patient was transported to the hospital, but suffered no injury.